Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a female connector was separated from the main body. There was evidence of solvent on the female connector. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported separation between the female connector and main body was verified. The cause of the condition was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. The connection between the patient connector and the female connector was performed with no issues noted; therefore the reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set would not disconnect from the patient line of the homechoice cassette and there was a separation between the female connector and mainbody of the transfer set. The event was further described as ¿unable to unscrew the patient line as the transfer set kept unscrewing and becoming detached where the light blue and dark blue pieces meet¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.